Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged for another model. No other information provided.

Manufacturer narrative:
Evaluation summary: the iol was returned with solution, broken haptic damage, and optic damage. The lens was torn/cut similar in appearance to damage created when explanting a lens. Results from the product history record review indicated the product met release criteria. The root cause could not be determined for the reported complaint of 'exchanged'. No specific product malfunction has been alleged. The replacement lens is unknown. The lens was damaged and torn/cut into pieces. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. A failure to follow the dfu was also noted with the use of an unapproved viscoelastic in the cartridge. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. (B)(4).